Event description:
It was reported that rn called from the ed department due to intra-aortic balloon pump ('iabp') not pumping after pt moved for CT scan. Immediately after pt moved back to bed from CT scanner, iabp stopped pumping, alarmed "low helium pressure." Rn said he already changed the helium tank and he is still getting alarm. The helium bar graph on the screen is black. Clinical support specialist ('css') instructed rn to unscrew helium tank and reattach making sure tank threaded correctly. He also verified on/off valve is in on position. Helium level under show status key is 13psi & still no helium bar graph present on screen. Rn does not have access to another tank or pump where he is located with pt. He said iabp has been off for approx 15 minutes. Css instructed him on how to perform a manual inflation, which he performed. Rn requested that css call him back in 15 minutes (7:25pm est) as he will be back in the cardiac intensive care unit. Css returned call to rn. Rn stated they changed helium tank again with no change. He verified all connections are secure. He now has a second pump available. Css assisted rn with securing connections to new pump as well as manual calibration. Second iabp is now pumping with no alarms and supporting pt in 1:1 assist ratio. Rn said pt has remained hemodynamically stable through pump change. Css instructed rn to remove the first pump from service and take to biomed department to be checked.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.